Event description:
It was reported the pt is experiencing ineffective stimulation. The pt indicated he has not had effective stimulation since being implanted and has not used his scs system for 6 months. The pt is considering undergoing surgical intervention to have his scs system explanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.